Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented to the outpatient clinical with lower flows than baseline with high pi events. Map was 84. The patient generally felt worse than previously. An echo showed that the septum had greatly shifted left. Log files were sent in for review which found low flow flag on (B)(6) 2021 which did not persist long enough to trigger a low flow alarm. The plan of care was for an updated echo to evaluate the right ventricle function and left ventricle size. The speed of the pump was increased based on the most recent echo. No additional low flow alarms or pi events since the speed increase. The patient was noted to be stable. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the reported septum shift, weight loss, and nausea could not be determined. A single low flow fault and pulsatility index (pi) events were confirmed via evaluation of the submitted log files. A cause for the reported events could not be determined. Evaluation of the submitted system controller event log file, which contained data from (B)(6) 2021 to (B)(6) 2021, contained one low flow fault that did not last long enough to result in a low flow alarm, as well as pi events. There were no other notable findings. Of note, the system controller periodic log file showed an increase in flow over time. The device appeared to operate as intended at the set speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6) . No additional related issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Section 1 "introduction" of the heartmate (hm) 3 lvas instructions for use (IFU) provides an explanation of all pump parameters, including flow. It also explains that the pulsatility index (pi) is a calculation that represents cardiac pulsatility, and describes that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events, and may be initiated for reasons other than true pi events. The IFU states to contact the manufacturer if pi values near or above 10 are observed. Section 4 "system monitor" provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm, and also explains that changes in patient conditions can result in low flow. It also explains that pi events are caused by sudden and substantial changes in pi and involve the pump speed dropping to the low speed limit before slowly ramping up to the fixed speed. Section 6 "patient care and management" explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This section also includes instructions on determining the optimal fixed speed for a patient. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Heartmate 3 lvas patient handbook section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.